Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The moment the device was powered up, it started double beeping. The downstream sensor, scratched screen and battery door will be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was cautiously beeping, the lens was bad and the pump was missing the battery door. There was no reported adverse event.